Manufacturer narrative:
(B)(4). Explanted clip was returned. The explanted clip was returned with clip arms completely closed. The clip arms were verified to be locked. A small amount of tissue was noted on the gripper arms. As the account noted and confirmed that the physician was able to remove the clips without damaging the posterior mitral valve leaflet, it is possible the small amount of tissue in the clip was missed at the case. No issues were noted with the frictional elements of the clip. Potential causes for incomplete coaptation/single leaflet device attachment (slda) are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). In manufacturing, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. The user also did not report any issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the procedural image quality was relatively poor; however, the leaflet assessment confirmed a good leaflet insertion of the clip before it was deployed. Insufficient imaging can lead the user inadequately grasping the leaflets, resulting in one or both leaflets to move freely which may lead to loss of leaflet capture and insertion. Additionally, per the submitted information, the posterior leaflet was severely restricted, which may have been due to the patients dilated cardiomyopathy. In this case, it is possible that an interaction with the restricted leaflet contributed to the challenging grasping of the leaflets, ultimately resulting in slda. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the two clips were explanted on (B)(6) 2014. The physician was able to remove the clips without damaging the posterior mitral valve leaflet. The mitral valve was repaired and the mr was reduced from 4 to 1-2. The patient was clinically stable after weaning from the heart-lung machine and with a need for catecholamines. No additional information was provided.

Event description:
This report is being filed as the mitraclip (10249835/(B)(4)) detached from the anterior leaflet after it was implanted which resulted in the increase of the mitral regurgitation grade.it was reported that during a mitraclip procedure, grasping of the clip (10233455/(B)(4)) to the leaflet was not easy. The echocardiogram quality was relatively poor and the restricted posterior leaflet may have contributed with the challenging clip implantation. However, one clip was implanted with good leaflet insertion and the functional mitral regurgitation (mr) was reduced from 4++ to 2-3. A decision was made to place a second clip (10249835/(B)(4)), but during placement, the first clip detached from the anterior leaflet and the mr returned to 4++. It was not observed if the second clip came into contact with the implanted clip. Leaflet damage was not observed. The physician managed to place the second clip laterally and very close to the detached clip. The mr was reduced to grade 3. Post procedure, the patient was clinically stable. On (B)(6) 2014, the predischarge transesophageal echocardiogram showed the second clip had detached from the anterior mitral leaflet and the mr grade returned to 4. No leaflet damage was visible on the transesophageal echocardiogram. The patient was discharged with plans to undergo surgical valve repair in the next few weeks. No additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip (cds02st 10233455/(B)(4)), steerable guide catheter, lift, support plate, stabilizer the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10233455/(B)(4)) referenced is being filed under a separate medwatch MFR number.